Event description:
Smoke was coming out of the bottom of the toothbrush - oral-b [device catching fire]. Case narrative: female consumer via phone stated that smoke was coming out of the bottom of the oral-b vitality plus toothbrush, type 3710. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.